Event description:
It was reported that the patient presented to the hospital for an implant procedure. Prior to implantation, the helix mechanism of the right atrial (ra) lead extended slowly and did not deploy smoothly on the scrub table. After insertion into the patient's body, the helix required additional time and multiple turns to extend and retract. The ra lead was not used; the physician requested a replacement lead. The patient was in stable condition.